Manufacturer narrative:
No patient detail has been provided. The information will be forwarded if and when made available. The facility has not reported the event date. The information will be forwarded if and when made available. The facility has not reported the serial number and has stated that it cannot be determined which unit was used for this event. The facility owns five (5) units. The serial numbers for these units are: (B)(4). All five (5) unites were returned to sorin group (B)(4). The heater-cooler 16-02-80 is not distributed in the USA, but is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). The correct serial number for this event is unknown. The manufacture date for all five (5) units at the facility is the same; 06/29/2010. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). The facility owns five (5) units, however it cannot be determined which of these units was used during the procedure for the second patient at (B)(6). All five (5) units tested positive for contamination. An inspection of the outer and inner parts of the heater-cooler was performed. The visual inspection showed residuals and biofilm on several parts, the cover of the filter neck, the overflow connector, the pumps in the cardioplegia and patient circuit and the tanks. All tubing showed discoloration and biofilm. Based on the biofilm in the water circuits, sorin group (B)(4) concluded that the users had not strictly followed the cleaning and disinfection instructions according to the instructions for use. The five (5) units reported for this complaint ((B)(4)) were sent to sorin group (B)(4) for deep disinfection. Disinfections were carried out between (B)(6) 2015, sorin group (B)(4) took water samples from all customer 3t heater-cooler devices originally located in (B)(6) that were returned for investigation of bacterial contamination. Sorin group (B)(4) also took numerous water samples from the production facility from july to august 2014 and in october 2015. Genotype testing was subsequently performed on the various samples and demonstrated that the bacterial strain from one of the reported 3t heater-coolers ((B)(4)) matched the strain found at the production facility. These results were received on 12/09/2015. Based on these findings, it has been concluded that the initial contaminant found in (B)(4) was introduced to the system at the production site. However, this contamination almost certainly would have been eliminated had the user maintained the unit in accordance with instructions for the initial cleaning and disinfection (the cleaning and disinfection prior to use) outlined in the IFU in effect at the time. This device was produced before the current ethanol disinfection process was instituted at the production site. Following deep disinfection of the units, all of the test results for the solid and liquid cultures taken from each unit were negative for bacterial growth. After deep disinfection, the units were returned to the customer. The last unit was returned to the customer on march 16, 2015. The review of the DHR was unable to identify any deviations or non-conformities relevant to the issue. Fsca 9611109-06/0/15-002-c was released to remind users about the importance of adhering to the water management and disinfection procedure. Reference z-2076/2081-2015.

Event description:
In an issue of european heart journal advance access published july 17, 2015, it is stated that a total of three (3) cases of patient infection are known of in the (B)(6). After conducting a review of this literature, sorin group (B)(4) has identified an additional patient infection in the (B)(6). One (1) case of patient infection occurred in (B)(6) and has been reported under medwatch report number 9611109-2015-00336. Two (2) cases of mycobacterium chimaera infection were reported in the literature for (B)(6), however only one of these cases was reported to sorin group (B)(4) (reference medwatch report number 9611109-2015-00018). Follow-up communication with the customer in (B)(6), confirmed that there was a second patient (3 total patients; one in (B)(6) and two in (B)(6), with this being the second of the (B)(6) patients) at (B)(6) that experienced a mycobacterium chimaera infection after undergoing a procedure involving a sorin heater-cooler system 3t. This MDR is being filed in response to the discovery of the second patient in (B)(6). After the surgery took place at (B)(6), the patient was transferred to( B)(6). The patient had a mycobacterium abscess. The latest information from the facility states that they do not believe the patient had endocarditis due to the infection. The current status of the patient is unknown.

Manufacturer narrative:
The report number on the initial medwatch report filed for this complaint was incorrect. The report number was indicated as 9611109-2015-00021, however the correct report number is 9611109-2016-00021. This follow-up report and any future follow-up reports will be filed under medwatch report number 9611109-2016-00021.

Manufacturer narrative:
Age: (B)(6). Patient sex: male. Patient weight: patient weight has not been provided, but patient bmi is (B)(6). The literature states (B)(6) 2013 as date of surgery. On may 16, 2016, the article published by european heart journal advance access was re-examined and compared to all new information received relating to all of the patients documented in the report. Using the new information and process of elimination, sorin group deutschland was able to identify additional information about the patient related to this report, including the patient age ((B)(6)), patient sex (male) and the patient's bmi ((B)(4)). The literature also states that an aortic valve replacement combined with CABG (coronary artery bypass surgery) was performed on (B)(6) 2013 due to an aortic valve stenosis.